Event description:
The device fired with no problems, but when pt was controlled 7 days after post op, a little protution on pectine line was observed. At touch feels soft and bleeds little with no need of coag. Pt leaves with no problems. In april pt calls doctor who is attending at their private office. Pt into office just before sitting in chair pt faint.